Event description:
In 2005 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch ultra meter was set to the incorrect unit of measurement. The pt reported that the meter inadvertently switched to the "mmol/l" setting one month prior to contacting lfs. Since he had experienced this issue one year ago, he was somewhat aware of the results he was obtaining. He explained that he knew a result in the "17.0 mmol/l" range was around "300 mg/dl". Therefore. He was judging his blood glucose levels on his symptoms and results around "17.0 mmol/l". He did not experience injury as a result of the change in the unit of measurement. However, the pt reported being admitted and treated at a hospital for blood glucose levels over 600 mg/dl last year. The pt's physician had discovered his hyperglycemis, during his appointment for experiencing headaches and disorientation. His physician had him admitted to the hospital immediately where he was treated with insulin. The pt confirmed that he had not entered the meter settings to change the date/time/unit of measurement. The meter was replaced. Although important clinical information is not available at this time, this complaint is being reported as an adverse event since it is possible that the pt experienced hyperglycemia due to relying on meter readings in the wrong unit of measurement.